Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant, it took several rotations to extend until the helix came balking out of the lead, and jumped during retracting. High lead impedance was also observed via pacing system analyzers. The lead was replaced. The condition of the patient was good before and after the surgery.